Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed triamcinolone cream for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.